Event description:
On 11/18/2021, it was reported by a facility representative via sems that a ar-9621-30t tap has a broken tip. This was discovered during a case. There was no patient effect reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection it was noted that the tip of the device is broken off and missing. The broken piece was not returned for evaluation. Dim a was measured and it was found that to the longest point the device measured 1.248 inches, to the shortest point the device measured 1.186 inches. This is out of specification, which can be attributed to the breakage of the device. The bone quality encountered was not provided. The cause of this remains undetermined however, the observed condition is most likely the result of user applied mechanical forces during insertion.